Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep switched the programming to ld settings at the appointment on (B)(6) 2019. The patient set up an appointment wiht the surgeon discuss the situation further. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient has decided to explant the device. They stated that they were not getting satisfactory pain relief. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt as if the leads are attempting to come out of his back. The rep said this happened with normal use of the device. The rep was meeting with the patient on (B)(6) 2019. Additional information received from a manufacturer's representative on (B)(6) 2019. The representative asked about occurrences of the patient getting stimulation sensation that made it feel like the leads were going to come out of the body. The representative hadn't been able to get the relief that was needed for the patient with their stimulator. They met with the patient for programming multiple times and when they met they mapped out stimulation with ld and switched to hd. At that time the patient was receiving therapy but after the appointment they were in worse pain than when the representative met with the patient. The representative was going to meet with the patient on (B)(6) 2019. No further complications reported.